Event description:
This letter is to inform your agency that recently I contracted peritonitis, as well as a staph infection. My illness began on (B)(6) weekend and lasted throughout the month of (B)(6) 2013. I recently received notice of a product recall (product code 5c4466p/lot # gd893891) from baxter healthcare corp, makers of the medical device in question - mini cap disconnect cap with povidone iodine solution. I have since complied with baxter's "actions to be taken" suggestions as explained in the baxter urgent recall notice, as well as requested a copy of baxter's home pt reply form.